Event description:
Sorin group received a report that just after the pt came off bypass, the s3 roller pump alarmed and stopped. The perfusionist was unable to restart the pump and hand cranked the device to transfuse the remaining blood in order to complete the case. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in the (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is on-going. A follow-up report will be sent when the investigation is complete.